Event description:
The hospital reported that halfway through the case the hemopro2 extension cable started working intermittently and then stopped altogether. The power setting was 3. They swapped out the vh-4030 hp2 extension cable and finished the case without any issues. No significant delay to the case. No harm was caused to the patient.

Manufacturer narrative:
(B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, e3, g4, g7, h2, h3, h6, h10. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site. The device was returned to the factory for evaluation on 05/31/2022. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Both connector ends was observed to be intact, with no visual defects observed. A mechanical evaluation was conducted using a reference adaptor, power supply and hemopro 2 device. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device did not pass the pre-cautery test. The power supply emitted an audible beeping sound and the evh reference tool did not produced steam and heat. Based on the returned condition of the device and the results of the evaluation, the reported failure "intermittent continuity" was confirmed, as well as confirmed for the analyzed failure "failure to deliver energy".

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Trackwise ID#: (B)(4).

Event description:
N/a.